Event description:
A facility reported a hakim valve (ID 823098) was implanted in (B)(6) 2025. The valve was occluded, therefore, it was removed and replaced on (B)(6) 2026. The patient experienced emesis, decrease activity and increased sleepiness. The patient was discharged from the hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.